Event description:
The screw in the battery cover on the bottom side of the pump loosens during use allowing the battery cover to fall off. This results in the battery falling out, stopping the operation of the pump and interrupting the delivery of fluids and/or drugs to the patient. There is also the potential for injury from the falling battery. This is our fifth occurrence of the battery completely falling out. We have routinely tightened the cover screws on all pumps to no avail. Hospira advises us that this issue has not occurred at any other hospital. They are attempting to resolve the issue.